Event description:
It was reported that prior to a breast biopsy procedure, during probe initialization, a "probe error" and "cable error" occurred. The patient had to undergo an open surgical biopsy. Two devices will be returned for analysis.